Event description:
It was reported that the patient¿s blood glucose (bg) reached 222 mg/dl while wearing the pod between 1 and 4 hours. The caregiver stated that when the patient attempts a manual correction, the total bolus always shows zero. This occurs even after restarting the controller. It was reported that the pink indicator appeared only halfway, however the cannula did insert into the skin during wear. There was no redness/swelling nor insulin leakage at the insertion site. Upon removal of the pod, the cannula appeared normal. No treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.